Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed a damaged power entry module. An internal inspection found shorted terminals on the power entry module. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short with signs of thermal decomposition. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler was smoking during setup of their treatment. The patient also reported sparks, flames, and a burnt power cord when they removed the power cord from the outlet. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate their home as a result of this incident. The patient confirmed that they did not observe any burning smell, arcing, or any other further visible heat or electrical damage related to the reported event. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were not able to complete peritoneal dialysis treatment on the day of the reported event. The patient confirmed that they have received the replacement cycler and are continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler will be picked up and returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s liberty select cycler was smoking during setup of their treatment. The patient also reported sparks, flames, and a burnt power cord when they removed the power cord from the outlet. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate their home as a result of this incident. The patient confirmed that they did not observe any burning smell, arcing, or any other further visible heat or electrical damage related to the reported event. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were not able to complete peritoneal dialysis treatment on the day of the reported event. The patient confirmed that they have received the replacement cycler and are continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler will be picked up and returned for physical evaluation by the manufacturer.